Manufacturer narrative:
(B)(4).the device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported observing air in the patient line during use of the homechoice device and cassette. This was noted after the device alarmed for check patient line alarm. No abnormalities were noted that could have caused or lead to this condition. There was no patient injury or medical intervention in association with this report. No additional information is available.